Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes the tube was discovered to be cracked. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, during the process of collecting blood from patients and pasting barcodes on this batch of vacuum blood collection tubes, cracks were found on the bottle body. In order to ensure the quality of blood specimens and avoid the harm of secondary puncture to the patient, new blood collection tubes are used.

Manufacturer narrative:
E.1. Initial reporter address: no. (B)(6). E.1. Initial reporter facility name: (B)(6) hospital. H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to broken tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of damaged product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.